Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Review of the computed tomography (CT) scan performed on (B)(6) 2022 and the magnetic resonance imaging (MRI) fusion with the fiducials in place, showed some "hyper-dense" material, possibly spaceoar vue gel under the posterior capsule and then some surrounding the prostate on the right in the 7 o'clock to 11 o'clock position. This indicates the gel may be in the venous plexus. On the computed tomography (CT) scan there was enhancement in the ''spaghetti'' like distribution near and around the right side of the seminal vesicles. The magnetic resonance imaging (MRI), shows a large ball in the middle of the prostate midgland towards the base, at the center of the gland. The patient is doing fine now and has begun moderate hypofractionation (70gy in 28 fractions).